Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that therapy was determined to be appropriate the patient arrhythmia was treated with medication.

Manufacturer narrative:
Continuation of d10: 305u229 tissue valve, implanted on (B)(6) 2011. 5076-52 lead, implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high voltage therapy for ventricular tachycardia (vt) that the cardiac resyn chronization therapy defibrillator (crt-d) detected as ventricular fibrillation (vf). It was noted that the patient experienced syncope and heard a ¿pop¿ sound from their crt-d at the same time as the high voltage therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.